Event description:
Blood flowed out along the syringe's handle.

Manufacturer narrative:
Reportable as possible exposure to contaminant and if cap does not stay on exposure to possible puncture with needle. Product complaint not confirmed with images or returned product; test report r-21-0165-dv identifies worst-case condition sampling that the filter material is able to meet iso 7886-1:2017 requirements. Ra: RMA-20036b identifies risk associated with filter material failure and clinician blood exposure.

Manufacturer narrative:
Reportable as possible exposure to contaminant and if cap does not stay on exposure to possible puncture with needle.

Event description:
Blood flowed out along the syringes handle.